Event description:
The patient stated, that his pump is not delivering insulin properly. He stated he went to bed in 2007 and his blood glucose measured 150 mg/dl. He stated that when he woke up the following day, his blood glucose measured 400 mg/dl and he bolused. He stated, that his blood glucose continued to elevate and a few hours later, his blood glucose measured 500 mg/dl. He stated, he bolused again and then disconnected from his infusion site and bolused. He stated, that no insulin dripped from the end of the infusion tubing. He stated, that he then changed the infusion tubing and his infusion device appeared to be working at the time of the report. The patient stated that he no longer trusts his infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.